Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this lead was a case of an attempted implant. When the lead was being prepared to hand off to the physician by the scrub technician, a crimp was noted on the lead body distal to the header pin. Boston scientific field representative was suspecting that the scrub technician was manipulating the green connector and had applied too much pressure. The physician requested for a new lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A detailed analysis found that bend in the stylet was confirmed causing the lead to appear bent. Laboratory observations found that the returned lead was bent near the terminal pin and when the stylet was removed the lead was no longer bent.

Event description:
It was reported that this lead was a case of an attempted implant. When the lead was being prepared to hand off to the physician by the scrub technician, a crimp was noted on the lead body distal to the header pin. Boston scientific field representative was suspecting that the scrub technician was manipulating the green connector and had applied too much pressure. The physician requested for a new lead. This lead was never in service. No adverse patient effects were reported.